Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The field representative recommended to be replaced. The patient is paliative. This crt-p remains in service. No adverse patient effects were reported.